Event description:
It was reported that the user replaced a glucose sensor and experienced difficulty pairing, during which blood glucose rose to 260 mg/dl until a new sensor completed warm-up and the ilet resumed insulin delivery; the user later reported glucose was back in range. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and restoration of normal device function per user report. Investigation included assessment of device use and pairing behavior through user follow-up. Investigation of this case revealed an undetermined cause of transient hyperglycemia associated with sensor pairing delay, with no evidence of device malfunction once pairing was established. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia of unclear cause without injury, and the device functioned as expected after sensor warm-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.